Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: net 9735994 sec app-wired-confd s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was unable to find a specific patient's images in the pacs system when queried from the navigation system. The doctor verified via the site's electronic medical record system (epic) that the patient images existed. The doctor called back and said the site figured out the issue; it was a different type of scan, most likely not to navigation protocol or unable to be scanned to the system. Issue was transferring from pacs- but was resolved due to the staff trying to pull the incorrect study to the stealth. The images were confirmed by the site and confirmed that the images were not the correct type of protocol. This was discussed with the staff members who experience the issue upfront.